Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge or boot. The receiver case was open for internal inspection and failed. Remove and replace battery and receiver turned on. The findings are a defective battery componet. The complaint was confirmed because a defective battery assembly prevented the receiver from powering on.urn on receiver: a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/07/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.